Manufacturer narrative:
A lot history review was not performed as the lot number was not provided. One ti lp port with 8 fr s/l power groshong catheter was returned for evaluation. The investigation is confirmed for flexural fatigue damage, as the circumferential crack between the 18th and 19th depth markings showed the surface of the crack to be polished and smooth on one side of the catheter due to repeated material wear. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 0606150j port & catheter allegedly experienced a break and fracture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old patient was 63 kgs, gender not provided.